Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Reportedly, nurse found the air pressure resistant hose with a pin hole and gas was leaking. The ventilator did not stop cycling. The covidien customer service engineer (cse) inspected the device found and verified the reported malfunction. The cse replaced the yellow hose assembly due to deterioration. Device passed self-tests.

Manufacturer narrative:
(B)(4).